Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: MDR decision date: (B)(6) 2012 - sh. Serious injury alleged. Malfunction alleged. It is alleged that the left side caster locked causing the end user to be thrown to the ground from the wheelchair. Injuries to the face and head alleged. End user allegedly sought medical attention. MDR filed.